Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a high number of positive alinity m resp-4-plex results on the alinity m system. The customer reported that on (B)(6) 2025, they had a high number of positive samples for the sars-cov-2 target on the alinity m resp-4-plex assay. The customer suspected that there is contamination. The technical application specialist (tas) downloaded the results log files and found that 20 out of 21 samples processed were positive. The samples also had a cycle threshold (CT) number above 28. Amplification curve analysis showed that the fluorescence was low and delayed, the curves were sigmoidal, confirming the possibility of contamination. The tas advised the customer to perform maintenance, decontaminate the work surfaces, and test some negative samples. The customer retested the 20 false positive samples and they were all negative. The positive results were not reported out of the laboratory. There was no impact to patient management. The customer performed maintenance and tested 48 known negative (water) samples. Some of the samples were positive for the sars-cov-2 target. A field service engineer (fse) was dispatched. The fse determined that there contamination caused by an overflow at the sample fill station. There was an overflow of liquid waste at the sample fill station which was caused by the liquid waste bottle not connected properly. The user confirmed a "damp patch" around the neck of the liquid waste bottle and that the connection was not fully secure. The instrument was repaired, decontaminated, and all checks and verifications passed.

Manufacturer narrative:
Investigation into this complaint included a customer data review, service history review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid. There is no indication that the alinity m system (list 08n53-002) serial number (B)(6) is performing outside of established design performance specifications based on the elements reviewed in this section. Per the ticket text, the high rate of positive samples/positive water samples was caused by contamination due to overflow at the sample fill station was caused due to the liquid waste bottle connection not being properly connected. Customer confirmed a "damp" patch around the neck of the liquid waste bottle and that the connection was not fully secure. Decontamination of the sample fill station was performed. The field service engineer (fse) processed 48 water samples which all resulted as negative. Service history review: a service history review was performed to identify any similar complaints to the reported issue while using the alinity m system. The service history review of all tickets did not indicate any systemic performance issues related to the issue being investigated. Quality data review: CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the aalinity m system (list 08n53-002) serial number (B)(6) was not identified.